Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-06939. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "thought implant was leaking", "concern with the product", "implant was considerably smaller", "painful", "itches", and "shape/size was completely changed." Patient also reported "their health was totally declined", ¿night sweats", "nausea", "sick to their stomach", and "no energy¿; these are not device related. Device remains implanted.